Manufacturer narrative:
Investigation summary: the complaint alleges contamination (catalog number 491346, serial number (B)(6)). It was reported by the customer that the green specs have been see on slides. Service replaced all tubing entire rail syringes reagent station and lines from reagent station to syringes quad bundles and tubing on rail and tested. Based on service investigation, the complaint is confirmed and the root cause is attributed to contamination. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review revealed one complaint for similar root cause attributes. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while testing with bd totalys slideprep, contamination was observed on the slides. The contamination possibly originated from the di water bottle. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd totalys slideprep, contamination was observed on the slides. The contamination possibly originated from the di water bottle. There were no health impact or consequences reported.